Event description:
It was reported that housing around charging port was cracked. There was no reported impact to the customer¿s blood glucose level. Customer declined additional troubleshooting, so technical support documented reported issue, added original email to notes, and closed case with no further action required.